Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing and shock impedance measurements were observed during system implant. It was noted that the lead pin was not fully inserted into the header and when the pin was removed and reinserted with oil, the lead measurements were still unacceptable. Device was replaced and all measurements were then found to be normal.

Manufacturer narrative:
The reported setscrew and lv impedance anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.